Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 crtp, implanted: (B)(6) 2020; product ID: 439888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.